Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that patient's implantable cardiac monitor (icm) exhibited incorrect measurement. No intervention was performed, and device is being monitored. Patient condition was stable.